Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. The pump had moisture damage on the electronics assembly, motor, battery tube and vibrator assembly. The pump also had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 222 mg/dl. The customer stated that the key is not operating. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was 222 mg/dl. The customer stated that the device was exposed on water. Customer noticed fluid in the display. The customer the customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.